Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia for "days" while using the infusion device, and he lost consciousness and had a blood glucose level of "hi" on (B)(6) 2014. He was admitted to the hospital with diabetic ketoacidosis and dehydration, and he was treated with insulin via infusion pump. He was in the intensive care unit for 2 days and was discharged from the hospital on (B)(6) 2014. The alleged product was requested for evaluation.